Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge as expected on the pad, appeared charged based on the indicator, then powered down while disconnected with a reported blood glucose of 400 mg/dl; when placed back on the charging pad during the call, the device powered on, and improper placement on the charging pad was discussed as a potential issue, with the problem characterized as premature battery discharge involving the battery component. No adverse clinical symptoms associated with hyperglycemia while disconnected, for which 10 units of fast-acting insulin were administered subcutaneously by pen and the user was advised to wait two hours before reconnecting. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.